Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "use only the accessories provided with the system to charge your t:slim x2 pump."

Event description:
It was reported that the customer received a power source alert after plugging the pump into a 3rd party usb adapter which resulted in the battery gauge fluctuating and pump shutting down. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer¿s blood glucose level was 177 mg/dl.